Manufacturer narrative:
Other relevant device(s) are: product ID: 9735821, serial/lot #: (B)(4). The power supply unit (psu) was returned to the manufacturer for analysis. A check of the event log of the returned psu showed an intermittent history of firmware incompatibility. The psu failed an accuracy test (aak) at .26 mm with a passing threshold of .25 mm. The hardware investigation found that the reported event was related to a hardware issue. A medtronic representative went to the site to test the equipment. It was reported that the camera of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that the navigation system's camera cart failed the aak test. No patient involved.